Event description:
It was reported that the 9600+ sys acted like it would expose, but no images were observed. Another sys was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the sys power cable assembly and breaker. The sys was tested and found to be working as intended and placed back into svc.